Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro 60 sterilizer and found oil leaking outside of the sterilizer causing oil vapor to emit into the room and the reported event to occur. The fume reported by user facility personnel was an oil mist. The vacuum pump oil is non-toxic and not considered hazardous. The root cause of the reported event can be attributed to the unit's umbrella check valve. The check valve became dislodged, allowing for oil to build up around the filter and the reported event to occur. The technician replaced the check valve and filter, ran a test cycle, and found the sterilizer to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that their v-pro 60 sterilizer was emitting fumes which caused an employee to experience headaches as well as throat and eye irritation. No medical treatment was sought or administered.